Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material on the air/water channel appeared to be a white crystallized contamination, believed to be an infacol (simethicone) type product but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed that might contribute to the retention of foreign material and no additional event or device reprocessing information was reported or available, however, the issue was determined to likely be the result of user handling/insufficient cleaning and or reprocessing. The event can be detected by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause preventive measures are described in patient cross-contamination and/or infection¿. Olympus will continue to monitor field performance for this device.

Event description:
The evis lucera elite colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, there was contamination evident in the water channel. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. Contamination was evident within the air and water channels, likely due to issues with reprocessing. In addition, the light cover glass was found chipped. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.